Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
A consumer implanted for non-malignant pain reported seeing the poor communication screen on the patient programmer (pp) and being unable to perform telemetry with or without the antenna. It was confirmed the recharger was able to communicate with the implant. The consumer additionally reported the doctor was going to take the implantable neurostimulator (ins) out because its giving me a lot of problems, like running and some of the things I cant do like walk up the step and the doctor wants to take it out. It was like something inside was pulling in my legs and I get the burning sensation and around my groin it feels bloated, like right now if I go for laying down to getting up I feel like pulling which has been happening since (B)(6) 2016. On (B)(6) 2016 the consumer called back and reported they received the new pp but they got poor communication with or without the antenna. The manufacturers representative (rep) called back that same day and stated the consumer thought they were getting some stimulation on (B)(6), but since then it had been non-operational. The rep. Had the consumer try and connect with the recharger which resulted in no coupling boxes and the reposition antenna screen. The rep. Then spoke with the doctor who reported the device was overdischarged and was going to be removed on (B)(6) 2016, and at this point they had no interest in the rep. Meeting with the consumer to try and get the device out of overdischarge since they were going to be moving forward with removing the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.